Manufacturer narrative:
The reported issue of the autopulse did not power up was not confirmed during the initial functional testing. Visual inspection was performed and noted no damage upon receipt. Functional testing was performed and passed with no issue or faults observed. Additionally, the platform was tested with multiple in house lithium batteries and autopulse was powered on and off and no issues were observed. Run in test was also performed using lrft (large resuscitation test fixture) for 15 minutes and passed. The platform worked and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial (B)(4).

Event description:
As reported during shift check , the autopulse did not power up. Customer stated that they replaced and inserted another battery however , the issue was not resolved . No patient involvement on this event.